Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, de novo mid circumflex artery, direct stenting with a 2.5 x 38 mm xience prime stent delivery system (sds) was attempted to be advanced but met excessive resistance and the sds could not cross the lesion. It was noted that the proximal shaft became bent and separated; the device was removed without reported issue. Pre-dilatation was performed using a trek nc balloon dilatation catheter (bdc) and a second 2.5 x 38 mm xience prime was successfully deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding (B)(4): indication for use - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.